Event description:
Customer reported unexpected negative reactions with panoscreen cells I and iii with a pt sample. The sample was sent to a reference lab and anti-p1 was identified.

Manufacturer narrative:
The product had expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the p1 antigen for panoscreen, lot 06774 was verified through review of lot release records. Anti-p1 is normally an igm antibody that reacts optimally at room temperature or lower; therefore, it is not unexpected that the antibody was not detected at the 37 c and antiglobulin, using anti-igg anti-human globulin, phases of testing.